Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced blood pressure complications. The farawave ablation catheter was selected for use during the pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation (a fib). The physician started the pfa on right veins as normal. During the procedure the blood pressure of patient dropped to 50 and 60 range systolic. Ice was used to check for effusion, but none was found. Anesthesia treated blood pressure with medications and responded well. After completing the left vein isolation blood pressure dropped again into the 30s systolic. Effusion was checked once more but did not see one on ice but none was found. They noted very little heart contractility. Anesthesia treated the blood pressure with medications while the physician started an a-line and sent off laboratory tests. The procedure was completed succesfully. After some time, the patient had stable blood pressure and heart contractility. The patient was then admitted for observation and intensive care unit for consultation. The device is not available for return due to disposal.